Event description:
It was reported that the monitor images had a spot obscuring the view. It was further reported that the system 9600emi intermittently could not playback cine runs. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image artifact was caused by a defective image intensifier. The intermittent cine playback problem was caused by a defective scsi drive controller. The controller is on back order and no further problems are anticipated once replaced. The operators will live with the image artifact as replacement of the image intensifier was not feasible.